Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician successfully deployed and detached four ruby coils in the target location using a non-penumbra microcatheter. The physician then experienced resistance while advancing another ruby coil out of the tip of the microcatheter, after it was more than halfway into the vessel. Therefore, the ruby coil was retracted. While retracting, the physician experienced more resistance and, consequently, the ruby coil unintentionally detached and unraveled. The physician was unable to flush the detached ruby coil out of the microcatheter and into the target location and, therefore, the physician used a snare device to remove the detached ruby coil. The microcatheter was also removed, and the procedure was completed using a new microcatheter and a new ruby coil. There was no report of an adverse effect to the patient.